Event description:
Intraocular pressure increase. Spontaneous report. A physician reported a case regarding a patient who underwent a cataract surgical intervention in which sodium hyaluronate, syringe of 0.6m (healon v 0.6 ml) was used. Six hours later, the patient's intraocular pressure (iop) increased to 50-60 mmhg with eye pain and vomiting. Patient was treated with mannitol and acetazolamide and 5 days later, iop decreased to 10-20mmhg. The reporting physician assessed the event as serious/life threatening and causal relationship between the event and sodium hyaluronate as certain.